Event description:
User reports one patient with discrepant potassium results. Initial result 2.8 mmol/l, repeat 2.7 mmol/l and 3.6 mmol/l. Redraw on same day of same patient gave a normal potassium result. Erroneous result was reported. Patient was not adversely affected. Field service representative determined root cause to be a fibrin clot in the sample probe. Performance tests were performed which were within specification.